Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 106 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared but the pump time was found to be incorrect. Tandem technical support assisted in correcting the time, and customer successfully resumed insulin therapy.